Event description:
It was reported that the 2 oic peek cages and xia3 screws were used for l4/l5 (tlif) on (B)(6) 2012. There was no problems just after the primary op and during hospitalization. On (B)(6) 2013, the patient has nervous symptom, so the patient was x-rayed. It was noticed that 1 cage was loosened out and the other cage was moved in between the inervertebra. So revision surgery was performed on (B)(6) 2012. First cage was on the right side of dura mater. Second cage was between discs, but it was back to front. Two cages were removed and larger size cage (cat#673124, oic peek size 12 mm - 4deg - l20 mm) and grafted bone from the iliac bone were inserted. Compression was applied.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.